Event description:
Breast implants and lift 2003 or 2005 since 2013 started to feel chronically ill starting with bladder infections, kidney infections, fatigue, pounding headaches, blurry vision, vertigo, recurring bladder infections, kidney issues; 2017 breast soreness, cognitive memory loss, speech problems, numbness both legs and arms pain in wrists; no sensation when urinating, swollen glands in neck are reactive everyday, ulcers in mouth and on hand; itchiness on head, knee pain when sitting or going to stand, leg and toe cramps, kidney swelling, no energy to even get out of bed; digestive issues, constipation or diarrhea, constant pain - back of head like nerve pain, nausea, phlegm in lungs, tenderness in under left arm, tremors upon waking, slow wound healing, no sex drive at all. Gallbladder removal, no concentration, depression because I'm sick; insomnia.